Event description:
It was reported that there was an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided detailed instructions for resetting the pump. Following the reset, the customer was able to start their sensor session successfully without further error messages.